Event description:
Customer reportedly received results of 269 mg/dl and 121 mg/dl within 10 minutes on the active system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips: replacement was sent.